Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that connection with reservoir compartment broken, ring was missing. The customer's blood glucose was unknown. The product was returned for analysis.

Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window.